Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 520 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 270 mg/dl. Troubleshooting found that the drive support cap was normal. The customer declined to check their pump settings and does not have a tubing clamp. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.